Event description:
Upon opening the neuron package it appeared that the tip of the neuron was kinked or damaged. This applied to three units. The fourth package opened was fine and used to complete the case. All of the damaged products were disposed of during the case.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed and copy of the review is attached.